Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). The subject device was send to a third party laboratory for additional microbiological testing. In the additional test, the subject device tested positive for staphylococcus coagulase negative (3cfu/100ml). The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing test by the facility, the instrument channel of the subject device tested positive for pseudomonas aeruginosa (13cfu/50ml) and the suction channel tested positive for the same bacteria (9cfu/50ml). The subject device had been reprocessed using non-olympus automated endoscope reprocessor ((B)(4)) with peracetic acid. There was no report of patient infection associated with the event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".